Event description:
The device failed to deploy and tore a little bit of the esophagus. The doctor reported a small amount of blood, but no intervention was needed and the pt did not require any additional tests or intervention. The rep for the MFR is being called by my endoscopy mgr to come and retrieve the device.